Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus repair center in (B)(4) for evaluation. In the evaluation of olympus repair center the following was confirmed; the reported phenomenon was reproduced. The endoscopic image was not displayed only when using the device with the olympus 180 series endoscopes. The reported event appeared to be caused by defect of the printed circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that when the user facility connected the endoscopes with the videoscope cable to the subject device, the endoscopic image does not work. When the endoscopes without the videoscope cable was connected to the subject device, no abnormality occurred. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc confirmed the change history of parts of the device and confirmed that the design of the dr board was changed on april 16, 2018. The exact cause of the reported event could not be conclusively determined. However there is possibility that the reported event was caused by the operational amplifier failure, because the device was manufactured before the operational amplifier circuit design on the dr board was changed. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.